Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas 8000 cobas ise module. For sample 1, the initial na results were 143 mmol/l and 142 mmol/l. The sample was repeated on an ise 8000 analyzer and the result was 136 mmol/l. The sample was repeated again on an c501 analyzer and the result was 136 mmol/l. For sample 2, the initial na result was 136 mmol/l. The sample was repeated twice on an ise 8000 analyzer and the results were 131 mmol/l and 130 mmol/l. The sample was repeated again on an c501 analyzer and the result was 133 mmol/l. For sample 3, the initial na result was 137 mmol/l. The sample was repeated on an ise 8000 analyzer and the result was 131 mmol/l. The sample was repeated again on an c501 analyzer and the result was 135 mmol/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer replaced the na electrode and performed correlation testing on the samples 1 and 3 successfully. The replacement of the na electrode resolved the issue.